Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral power supply unit (psu) was inoperable. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral power supply unit (psu) was inoperable. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. The psu was replaced to address the reported complaint. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to external power surge. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).